Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) levels in the 200-300s (mg/dl) near the third day of cartridge use. Reportedly, customer delivers boluses and changes site to stabilize bg levels. Recommendation was made to customer to change infusion site and discuss diabetes management with their health care provider.